Event description:
Patient allegedly received an implant on (B)(6)2008 via right common femoral vein due deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. The patient further alleges ¿stress, anxiety, and internal bleeding¿ and post procedure dvt¿s, anxiety and stress. Per a reading of CT (computed tomography) scan of the abdomen and pelvis dated (B)(6)2017, ¿positive for caval perforation a total of six prongs have perforated the ivc.¿ ¿maximum perforation of prongs is 11 mm.¿ ¿coronal images 6 degree tilt left to right.¿ ¿sagittal images 7 degree tilt posterior to anterior.¿ per another reading of CT (computed tomography) scan of the abdomen and pelvis dated (B)(6)2017, ¿an inferior vena cava filter is demonstrated with it superior most tip at the levels of the renal hilus, no perforation, fracture or abnormal adjacent soft tissue mass or gas is demonstrated.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1. The following fields were updated per additional information received: a2, a4, b5, b6, b7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided.the following allegations have been investigated. Tilt, vena cava (vc) perforation, stress, anxiety, internal bleeding and deep vein thrombosis (dvt). The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported stress, anxiety, internal bleeding and deep vein thrombosis (dvt) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.